Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). After the 2.5 x 38mm synergy drug-eluting stent was implanted in the proximal rca, post-dilation was performed with a 2.75 x 10 non-bsc balloon catheter. A 2.25 x 16mm synergy drug-eluting stent was attempted to pass through the implanted stent, however it was noted that the stent hung and then dislodged from stent delivery system. The dislodged stent was deployed with a 2.5x20 non-bsc device. There were no patient complications reported and the patient's status was stable.